Event description:
It was reported that sometime post a dialysis catheter placement, it was found that the markings on the artery and vein end indicated different filling volumes. It was further reported that it must be allegedly mislabeled from production. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an implanted 19cm glidepath catheter and the clamps are noted to be engaged. The arterial volume printed on the clamp is noted to be 1.8 ml and the venous volume printed is noted to be 1.6 ml. The manufacturing site review states, visual inspection of the image showed a 19cm glidepath catheter implanted in the patient, it was observed that the clamps were closed, visual observation revealed that the ID tags had different information printed on them, the venous lumen indicated a printed volume identification of 1.6 ml, while the arterial lumen indicated 1.8 ml which was incorrect according to the drawing. Therefore, the investigation is confirmed for the reported incorrect marking issue and identified component missing and misassembled issues. The root cause was determined to be manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, it was found that the markings on the artery and vein end indicated different filling volumes. It was further reported that it must be allegedly mislabeled from production. There was no reported patient injury.